Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D10. Concomitant medical products. Cm3113, eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 13mm length lot 1248317. Ct3111, eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 11.5mm length lot 1249871 x 2.

Event description:
Doctor reported that patient came to clinician after years of wearing a full upper removable denture. Upon taking an x-ray and removing the denture, doctor noticed that the implant heads were fractured as a result of bruxism, which resulted in removing them and placing new implants with a wider platform, which as of today were restored.